Event description:
The facility reported a colleague infusion pump with failure code 810:04. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of failure code 810:04 was confirmed and not reproduced. The root cause was attributed to an air in line printed circuit board being out of calibration. The air in line printed circuit board was recalibrated and verified to fix the problem. Additional information: a service history review revealed that this device was previously serviced for the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Additional investigation is being conducted through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.